Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during a manual prime. The blood glucose reading was 178 mg/dl. The customer stated that she was unable to troubleshoot at the time of call. She reported that she had to change the infusion set and reservoir out because the tubing connector needle had broken off in the reservoir. She stated that the alarm had occurred during basal delivery and during priming when she attempted to clear the initial no delivery alarm. The customer requested return of the infusion set and reservoir for analysis. Nothing further reported.